Event description:
It was reported to philips that the system did not boot up, stuck at "00". The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system did not boot up. A review of the system logfile confirmed the malfunctioning of the flexvision pc. The fse visited onsite and upon functional testing, the fse found that the flexvision pc was defective which was causing the boot up issue. The cause of the flexvision-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision-pc and hard drive by the fse resolved the reported issue and restored the functionality of the system. After replacement of the flexvision-pc, hard drive, and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.